Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x20mm synergy drug-eluting stent was advanced for treatment. However, the stent strut edge was damaged. The procedure was completed with another of the same device. There were no patient complications reported.